Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the lifevest garment was cutting into the patient's skin on the back and was bleeding. The patient also had bruises. The patient's home health nurse advised the patient to use bacitracin and bandage the area. Follow-up indicated that the patient followed the nurse's recommendation and the skin condition improved.